Event description:
It was reported that there was an infection at the stress relief loop. It was thought that this started at implant as the patient had noticed pain and swelling on the opposite side of the battery. The infection was diagnosed by her healthcare provider (hcp) about 1.5 weeks prior to this report after taking imaging. It was unknown if it was through an x-ray or fluoroscopy. At that time the incision began draining and was crusty. The patient was put on antibiotics and the incision opened back up a few days later. This had been discussed with the hcp. Follow-up was performed to determine if a cause of the event had been found, if any intervention occurred, and if the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the date of onset/diagnosis of the infection was (B)(6) 2014-. The onset of infection was also described as about three weeks post-implant. There was an x-ray (B)(6) 2015. The patient did not have meningitis. The primary location of the infection was the lumbar region. A culture was not obtained. Treatment included oral antibiotics and wound care. The patient outcome was listed as ongoing. The patient was sent to a wound clinic for wound ¿tx.¿ the infection appeared to have resolved, but now there was an open wound. The patient¿s risk factors that applied to the patient before implantation of the device was an autoimmune disorder. Later, it was reported that the infection and wound resolved/healed and the patient had good stim coverage and good pain control. There was a greater than 50% symptom reduction. The infection resolved. There was no explant. The patient had recovered without permanent impairment. The patient was doing well with the neurostim.

Manufacturer narrative:
(B)(4).